Manufacturer narrative:
A visual examination found that the device returned with the distal ceramic tip fractured and separated from the catheter. Further analysis of the catheter's distal end determined that the fracture occurred due to a bending overload. Functionally, when the handle was actuated, the needle extended and retracted normally. The condition of the returned incident device was consistent with the complaint that distal tip detached. The evaluation attributed the fracture to a bending overload. During manufacturing, injection gold probes are 100% inspected for device integrity so the fracture likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure in the stomach. According to the complainant, during the procedure, the tip of the injection gold probe came off and the end of the catheter was exposed. It was not noticed until the injection gold probe device was outside of the scope. Its unknown when and where the tip came off. The case was completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure in the stomach.according to the complainant, during the procedure, the tip of the injection gold probe came off and the end of the catheter was exposed. It was not noticed until the injection gold probe device was outside of the scope. Its unknown when and where the tip came off. The case was completed with another injection gold probe device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.